Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 19 (max applied load exceeded) error message upon powering on that could not be resolved. The customer tried to troubleshoot the ua19 by lifting the lifeband to extend it fully before restarting the platform. This was observed after the platform was used with a patient. The platform performed as intended during the call. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 19 (max applied load exceeded) error message upon powering on that could not be resolved was confirmed in the archive data review but was not confirmed during functional testing. The probable root cause of the reported ua19 was a failure of single point load cell #1. During the review of the archive data, multiple ua19 messages were observed on the event date, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Ua19 was not reproduced. However, the load characterization test was performed and confirmed that single point load cell 1 was found to be defective, probably related to the reported ua19. Single point load cell #1 needs to be replaced to help prevent future reoccurrence of the reported complaint of ua19 and to remedy the failed load cell characterization test. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).